Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels of 20 mg/dl. Bg cause is believed to be due to how the customer's body reacts to insulin after they deliver boluses - customer enters the correct values into the pump but they still experience low blood sugars. Customer consumes glucose tablets along with juices to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.